Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 40¿s. Customer declined to troubleshoot their low and high blood glucose reading. The sensor tape was not sticking. Transmitter and sensor is returning for analysis. Customer was not using the auto mode feature. Insulin pump will not be returned for analysis.